Event description:
It was reported that the customer had an immunization days before, and the customer may have had a reaction because her blood glucose was over 600 mg/dl. The mother stated that they contacted the doctor who advised to treat with the insulin pump and then with manual injections accordingly the chart corrections. The mother does not believe it was due to the insulin pump, but they will call if they want to troubleshoot the device. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.